Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise that resulted in inappropriate mode switch episodes. The lead was capped on (B)(6) 2023, and insulation damage was noted during procedure. The patient was stable and asymptomatic.